Event description:
It was reported the patient underwent a surgical repair of his abdominal aortic aneurysm. During the procedure, the patient suffered severe brain damage and/or burns due to the use of electrosurgical equipment while the patient's deep brain stimulator left turned on. A follow-up report will be submitted when/if additional information becomes available. Reference manufacturer report #: 6000153200802677.